Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: (in confidence) unknown / not provided. Weight: unknown / not provided. Additional device information: unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #46 failed because it fractured in the neck. The doctor confirms that the patient must return in the future to complete the surgical procedure. The doctor reports that the patient did not suffer any inconvenience or any major impact on his health as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (product was fractured). Pre-existing condition noted on the per was low bone density (type iii). The reported device was in tooth location 46 (fdi) and was used for approximately 14 years. X-ray & picture evaluation: the customer did not provide x-rays or images. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022). Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review: DHR review was completed for the subject lot number 551166. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant' post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.